Event description:
It was reported that the pt had an injection port displacement. In early 2008, the injection port was found completely misplaced with the septum returned against the muscle. There was no reported pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.